Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the skin. On 09/23/2023, it was reported that the patient experienced inaccurate cgm values. The egv was 82 mg/dl and the patient experienced shakiness and loss of consciousness. The spouse called an ambulance and the bg was 20 mg/dl while the egv was 82 mg/dl. The patient was given IV glucose and recovered after treatment. After treatment, the egv was 220 mg/dl and the bg at that moment was not known. At the time of the report, the patient was okay. No data was provided for evaluation. The allegation and the probable cause could not be determined. The reported glucose values fall within the c zone of the parkes error grid. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness.